Event description:
The lay-user/pt alleged that the button on the keypad does not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: 'contrast/down' buttons are intermittently responsive, and 'up/ok' buttons responsive. 'Contrast' button spring back slowly; 'ok/down/up' buttons spring back normally. Keypad removed for further investigation. Contamination observed under 'contrast' button, however, no contamination under 'up/down/ok' buttons. 'Down' button contact misaligned, 'contrast/up/ok' button contact are normal.